Event description:
Pt in for an l4 to the sacrum decompression with fusion, iliac crest bone graft surgery. Bicortical iliac crest bone graft was harvested with a gouge. Wound irrigated with saline and hemostasis achieved with bone wax. Fascia closed with interrupted #1 vicryl, the subcutaneous tissues with interrupted #2-0 vicryl and skin with staples. At this point, it was identified that the endotracheal tube had a leak distal in the tube, and it was recommended that the tube be changed. Therefore, a sterile dressing was applied. Pt rolled to the supine position and tube was exchanged. Pt positioned again prone, prepped and draped in the usual sterile fashion. Surgery continued.